Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This complaint appears to have been created in error. Please refer to mfg report 3002808148-2025-08560.

Event description:
New information provided by customer: the complaint was incorrectly written because the serial number of the subject device was registered as (B)(6) in the hospital system when writing the service report. No acquisition was made.

Event description:
It was reported the camera head had no image during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.